Event description:
It was reported to philips that the device was unable to start. There was no reported patient involvement. Philips authorized service personnel evaluated the device onsite. It was determined that this was a malfunction of the power pca which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further action is warranted at this time.